Event description:
It was reported that approximately 3 months post generator and right ventricular (rv) lead replacement, the patient experienced an infection and erosion. The cardiac resynchronization therapy defibrillator (crt-d) was explanted, and a laser lead extraction was performed on 3 active and 3 capped leads. A new right atrial (ra) lead, rv lead, and crt-d were implanted. Shortly after anesthesiologist noted a sizable pericardial effusion and a pericardial drain was performed. The patient¿s vitals were stabilized. After the procedure, the patient coded twice and passed away. It was believed the cause of death had to do with perforation as a result of the laser lead extraction.

Manufacturer narrative:
Continuation of d10: 5076-52 lead implanted (B)(6) 2021; 419488 lead implanted (B)(6) 2005. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.